Manufacturer narrative:
Evaluation: method: routine monitoring of complaint history and performance trends to ensure performance is within claims. Results: based on comparison to another test method an incorrect interpretation was provided for this isolate. Conclusions: there are no reports of adverse health consequences associated with the discrepant result. Product is within performance claims.

Event description:
Customer reported (B)(6) isolate oxacillin (ox) mic discrepancy. The hospital obtained oxacillin-susceptible results on the panel and oxacillin-resistant results when tested against another panel. The results were not reported to the physician, delayed or withheld. There are no reports of adverse health consequences associated with the discrepant result.